Manufacturer narrative:
Visual analysis of the returned device identified crease fold, white and black particles on the shell, and one curved opening on the anterior. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified one striated opening on the anterior and wear abrasion. Based on the device analysis the final assessment was one striated opening assessed as surgical damage consistent in the use of some surgical tools.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.